Event description:
Customer allegedly has gotten scraped from seat. No serious injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq3_cg serial number/date code (B)(4) is approximately 3 years old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer allegedly has gotten scraped from seat. No serious injury is alleged.

Manufacturer narrative:
(B)(4)- follow-up #001 - initial pr #(B)(4) issued mfg report #1525712-2011-01128. Dealer inspected chair and stated that the failures are due to client abuse. No malfunction was indicated. No serious injury alleged. Product was approximately 3 years old at time of incident. Maintenance history is unknown. No RMA has been initiated for this issue. Model 3gtq3_cg serial number/date code (B)(4) is approximately 3 years old. The user manual part number 1143151 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.